Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted as it switched into safety mode, a device status that permanently limits available therapy to specific settings. The pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.